Event description:
A female pt of unk age and medical history underwent a coronary interventional procedure in 2008. The procedure was performed through a 6 french procedural sheath placed in the right common femoral artery. The location of the stick in relation to the femoral head is unk. Peri-procedural plavix and heparin were administered. Following the uncomplicated procedure, the trained physician proceeded to use a mynx vascular closure device, reportedly per the instructions for use, to achieve femoral artery hemostasis. Rapidly, post procedure, the pt became hypotensive. A CT scan documented a retroperitoneal bleed and the pt was transfused with 2 units of blood. No further info was provided and no further clinical sequelae were reported.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of the retroperitoneal bleed could not be determined. There is no evidence to suggest that the mynx device did not perform as intended.